Manufacturer narrative:
The exact date is unknown, implantation occurred in 2000. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip in or about approximately the year 2000. This additional information was received on june 05, 2017 as follows: the patient allegedly received the filter implant for deep vein thrombosis (dvt), in ¿approx. 2000¿ per the complaint. Per medical record dated (B)(6) 2015, in which the filter is repeatedly referred to as a ¿bard denali¿ filter, the patient allegedly presented at (B)(6) ER in (B)(6) 2016 with lower extremity swelling and pain, the cause of which was diagnosed as iliocaval thrombosis and thrombosis of the ivc filter. The dvt was resolved via thrombectomy. On (B)(6) 2015, an unsuccessful retrieval attempt allegedly occurred. The retrieval attempt was abandoned as the filter was alleged to be ¿densely scarred into the inferior vena cava¿ and ¿could not be safely retrieved.¿ the patient is reported to have expired on (B)(6) 2016 without further details. The estate alleges device unable to be retrieved, filter scarred into the ivc, deep vein thrombosis (dvt) and pulmonary embolism (pe).

Manufacturer narrative:
This is event is currently under investigation.

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: pain, embedded, scarring, dvt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe (B)(4).

Event description:
Patient alleges embedment, post implant deep vein thrombosis. Per thrombectomy, (B)(6) 2015: " there is an ivc filter in place, without direct visualization of the ivc, and consistent with ivc filter thrombosis as well."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating unable to retrieve; vc perforation (scarring); dvt; pe (death), ivc occluded, pain'. Unknown if the reported patient death is related to the filter. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported peripheral vein occlusion is related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.